Event description:
It was reported that pump housing was damaged, which affected ability to charge pump. There was no reported impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.